Event description:
Reportedly, patient expired approximately after a implant duration of 0.13 month, due to unknown reasons. Unknown if patient death is device related. Information learned from implant patient registry. Information received on 4/3/2008. Device was not explanted. Patient did not have any disease. Patients' death was device related. Information per surgeon. Information received 4/11/2008: "occlusion of aberrant coronary artery. Aortic valve stenosis. Aortic valve replacement. Attempted angioplasty on occluded circumflex artery." Per the death certificate, cause of death was myocardial infarction. Information per rep, dr. Assistant.

Manufacturer narrative:
Device not returned.